Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings:a review of the alarm history indicated consecutive call service 054/052/012 alarms. There was no activity outside normal use observed in the pump histories. The pump powered on normally and successfully completed ez-prime steps with no alarms occurring. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.